Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. A field action was initiated on 07-feb-2018 (product advisory notice was sent to all potentially impacted customers). All information reasonably known as of 19-sep-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc complaint database and identified as complaint (B)(4).

Event description:
It was reported that a respiratory therapist was placing a nebulizer into the inline nebulizer adapter. At that time when the flex connector was connected to the ballard catheter is when it disconnected. There was no tension placed on the circuit that might have contributed to the disconnect. When the disconnection occurred, the contents of the circuit blew out and onto a staff member. No reported patient injury. Additional information received on 10-sep-2018 stated that there was no injury to the staff member.